Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned for failure analysis, and the reported problem was confirmed in the field logs and replicated during failure analysis. The unit was installed and triggered error rel 23138 during the yaw sine cycle, replicating the reported event. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identified the yaw motor module hall cable as the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that there were 23087 errors at power up. The technical support engineer reviewed the event logs and determined the issue was related to the yaw axis of the fourth universal side manipulator. A system power cycle and emergency power off were attempted, after which the system powered on normally but generated errors again when the fourth arm was repositioned. The option to disable the fourth arm was explained, and it was indicated that another patient cart could be used for the procedure.